Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that during intubation a piece of the plastic broke off from the base of the device. The broken piece did not enter the patient's mouth. The patient's condition is reported as fine.